Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual analysis noted that the unload switch was at the home position and there was no damage to the adapter. Pmv performed a functional evaluation. The unload switch was depressed multiple times and showed no hangups or sluggishness. The adapter was then connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter was connected to a representative handle and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hangups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when setting up the device during a laparoscopic low anterior resection, the surgeon was not able to press the green not squeeze the handle, hence the stapler did not fire. Another stapling device was used to resolve the issue. There was no patient injury.